Manufacturer narrative:
Approximate age of device - 8 days. No other information was provided. Supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. On 07sep2018, the clinicians submitted the patient's system controller log file to the manufacturer's technical services for analysis due to the pump being off for an undetermined period of time. There was no adverse impact to the patient reported. Review of the log file revealed the pump stopped for approximately 1 minute and 29 seconds related to the driveline being disconnected while changing power sources. No additional information has been provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. Analysis of the log files provided by the account confirmed elevations in pump power and estimated flow as well as a pump stop event due to a driveline disconnect; however, a specific cause could not be determined through this evaluation. The submitted log files contained data from contained data from 30aug2018 through 13sep2018. Elevations in pump power and estimated flow were observed throughout the log files. Additionally, a pump stop due to a driveline disconnect was observed on (B)(6) 2018 at 3:14:36 pm. The driveline was reconnected at on (B)(6) 2018 at 3:18:40 pm. No other atypical alarms were captured in the log files. The hmii lvas instructions for use (IFU) states that the pump will stop if the driveline is disconnected from the system controller. This IFU also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.